Event description:
It was reported the patient received inappropriate shocks due to atrial fibrillation with rapid ventricular response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 implantable tachy lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).